Event description:
On 01/18/,the pt reported that she has been experiencing elevated blood glucose for the past 3 weeks. Her blood glucose at the time of the report measured 224 mg/dl. Her normal blood glucose range is 100-120 mg/dl. To troubleshoot, the pt was instructed to disconnect from the infusion site, and to bolus through the infusion tubing. The infusion device delivered properly. She stated, she uses her infusion sets for 2-3 days. She was advised to change the infusion site every 2 days. She reviewed her bolus history, and basal rate profile and believes both were correct. She stated, that she occasionally sees air in the infusion tubing and primes it out. She also stated, that she recently began taking a new medication and she also has a cold. The pt was advised to change her insulin cartridge and infusion tubing. Upon follow up in 2008, the pt stated she had not experienced another elevated blood glucose reading since the initial report. She stated she changed the insulin cartridge and infusion tubing. She did report a low reading of 52 mg/dl. She stated, she does not believe the infusion device is delivering insulin properly. She was advised to switch to her backup infusion device. Her primary infusion device was replaced. Upon follow up in 2008, the pt stated that she switched to the replacement infusion device and her blood glucose was much improved. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.